Event description:
A customer reported that a patient will be revised to address two xia 4.5 connectors that migrated approximately three weeks post-operatively. This report captures the first of two connectors.

Event description:
Additional information received from the field indicated that during the revision, it was identified that four xia 4.5 polyaxial screws and four xia 4.5 blockers migrated post-operatively and that there was no issue associated with the two xia 4.5 connectors. This report captures the first of two connectors.

Manufacturer narrative:
Additional data: b5. An updated communication received from the field indicates that there was no product issue associated with the xia 4.5 connectors. Therefore, there is no allegation of device failure against the device captured in this record; this device is concomitant and this event is no longer reportable to the FDA. The affected devices are captured in manufacturing report numbers: 0009617544-2025-00117, 0009617544-2025-00118, 0009617544-2025-00119, 0009617544-2025-00120, 0009617544-2025-00121, 0009617544-2025-00122, 0009617544-2025-00123, 0009617544-2025-00124.